Event description:
It was reported that during a cryo ablation procedure, the first freeze was aborted and during thaw of the second freeze a decrease in blood pressure was observed. A third freeze was started and blood pressure was lost and cardiopulmonary resuscitation (CPR) was started. A surgeon was called in to open the patient's chest emergently to repair a tear found in the left superior pulmonary vein (lspv). The patient was reported to be stable post lspv repair and remained on a ventilator. The patient was extubated the morning after the procedure and was breathing unassisted. The patient was reported to be responding by squeezing hands but there was noted to be a discrepancy between movement on the left and right side of the patient's body. A stroke was confirmed with lacunar infarcts diagnosed via magnetic resonance imaging (MRI) and three days post-operatively the stroke was reported to be resolved. The patient was reported to be discharged home and suffered no noticeable neurological deficits. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the catheter were returned and analyzed. The data files did not show system notices or issues for the returned catheter. Visual inspection of the catheter showed that the device was intact with no apparent issues. Smart chip verification indicated that the catheter was used for 4 injections. This was a clinical issue encountered during the procedure. In conclusion, the reported issue was not confirmed through testing and it passed the returned product inspection as per specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.